Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, both of the force bipolar instrument's blades were locked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue. The release key was not used, and the instrument was simply removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. A visual inspection and manual articulation of the instrument were performed. It was observed that an unidentified material was lodged between the distal clevis and the grips, causing movement issues for the instrument. The instrument exhibited imprecise motion in the yaw direction. While the grip tips moved in the commanded direction, a lag or delay in motion was noted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of imprecise motion is attributed to the presence of unidentified material stuck between the jaws.

Event description:
Refer to h11 for follow-up information.